Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to unknown reason with an unknown blood glucose level. The customer declined troubleshooting. The hospital took him off the insulin pump as the insulin pump was not delivering correctly. The insulin pump will not be returned for analysis.